Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-31583, 1627487-2020-31584. It was reported that the patient experienced ineffective stimulation. Reprogramming was unable to help the patient achieve effective therapy. The patient had the system explanted and replaced with a competitor system.